Manufacturer narrative:
Isite pacs is an image management system intended to be used by trained professionals, including but not limited to physicians, nurses and medical technicians. The system is a software package used with general purpose computing hardware to acquire, store, distribute, process and display images and associated data throughout a clinical environment. The software performs digital image processing, measurement, communication and storage. Since isite pacs is a software product, philips is able to evaluate the product at the customer site by remote access and/or evaluate the same product version in-house. The reported software behavior and possible malfunction is currently under investigation by the manufacturer. There has been no reported adverse outcome to any pt.

Event description:
User facility reported mismatch of pt images when using isite pacs in containment mode (via dekom launcher). User facility reported that the incident does not occur when isite is running in generic mode.